Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 2.5mm drill bits was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. An additional review of the device history record for the drill bit blank sub-component also revealed no complaint related anomalies. The device history records for the sub-component shows that all blanks were processed through the normal manufacturing and inspection operations. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted.

Event description:
During a procedure to place a syndesmosis screw on (B)(6) 2013, the tip of the drill bit broke off. The broken fragment was retrieved from the patient, and was discarded by the hospital. The surgeon used another drill bit to complete the procedure as intended. This is 1 of 1 report for complaint #(B)(4).